Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that post operatively the right ventricular (rv) lead exhibited loss of capture. The lead was explanted and replaced. Four days later the replaced right ventricular (rv) lead exhibited loss of capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.